Manufacturer narrative:
Device evaluated by MFR.: a synergy xd mr us 2.75 x 12mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 2.75 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, while trying to cross the lesion, it was noted that the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. A 2.75 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, while trying to cross the lesion, it was noted that the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.